Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having rod reduction during instrumented spinal fusion procedure at t5-pelvis for scoliosis. It was reported that the head of the screw has popped off the screw shaft at the s2 level. The shaft of the screw was successfully removed and the screw was replaced. The event occurred intraoperatively, and no patient symptoms or complications were reported as a result of this event. No additional treatment or surgery was performed. The product was explanted and replaced.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis: product: 55840009580; lot: h5259321 visual and microscopic examination confirmed that the tulip head was separated from the shaft of the screw. The body of the screw was sheared from the tulip head, leaving the c-clip intact. This is consistent with fatigue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.